Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: the displays a ¿loss of external power¿ alarm. No 24vdc output. Found burned component in the power supply. The device was being used during start up in a non-clinical setting and/or procedure and could not have any impact on a patient. Measures taken: power supply replaced. Installed sw 3.0.3. Performed the service software tests successful.

Manufacturer narrative:
Investigation outcome: according to logfiles, no service sw (preventive maintenance) performed since device installation (2022). Also the o2 input flow test failed without and this issue was not fixed. Hamilton medical ag was informed that no maintenance was performed on the device since 2022. No further information was given. This case is considered as closed.